Event description:
The following has been reported to hamilton medical ag on february 22nd 2024 it was reported that device failed to restart after reboot during software upgrade to version 3.0.3 from 2.2.6 and alarmed continuously. No device logs were provided with this complaint. No interruption of ventilation or medical intervention was reported. Biomed technician was installed software update 3.0.3 migration immediately alarm was activated after automated reboot. Upon battery and/or dc activation, unit is automatically stuck in alarm state. Contacted hamilton medical and spoke to a (B)(6).and was informed emu board was shortened & will need a replacement. This record contains no information of patient involvement. The problem was identified during maintenance. Neither harm to patient, user or third party nor a treatment delay was reported. Sev. 3 no indication that the complaint lead to death, injury or serious deterioration of the health of the patient, user or third-party. According to preliminary analysis, potential root cause could be related to: - software update not performed according to sofware installation guide (device switched off) - corrupted esm board.

Event description:
The following has been reported to hamilton medical ag on february 22nd 2024 it was reported that device failed to restart after reboot during software upgrade to version 3.0.3 from 2.2.6 and alarmed continuously. No device logs were provided with this complaint. No interruption of ventilation or medical intervention was reported. Biomed technician was installed software update 3.0.3 migration immediately alarm was activated after automated reboot. Upon battery and/or dc activation, unit is automatically stuck in alarm state. Contacted hamilton medical and spoke to a mr. (B)(4) at (B)(4) and was informed emu board was shortened & will need a replacement. This record contains no information of patient involvement. The problem was identified during maintenance. Neither harm to patient, user or third party nor a treatment delay was reported. Sev. 3. No indication that the complaint lead to death, injury or serious deterioration of the health of the patient, user or third-party. According to preliminary analysis, potential root cause could be related to: software update not performed according to software installation guide (device switched off). Corrupted esm board.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information:  **UDI related data quality updates only**  field d4 was updated with full UDI information.